Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: did the surgeon attempt to manually open the jaws with his fingers? No. If no: was the device on a vessel/artery when it would not open? No, already cut but the jaw cannot open. In this case cannot continue to use the enseal because the jaw is closed. Did the removal cause any damage to the vessel/artery? No. Did the patient experience any adverse consequences due to this issue? No.

Event description:
It was reported that the dr. Used enseal large jaw for tahbso. She finds that the closing handle and the cut button is tight / not smooth during the first few activation later followed by the jaw could not open. Tried to open the jaw by releasing the open / close handle but failed. Open another sterile nslx120l with same batch number. The procedure was successfully completed.

Manufacturer narrative:
(B)(4).batch # t92343. Investigation summary: the device was received with no apparent damage. Upon mechanical test it was observed that the device could not be opened. The device was connected to the generator but due to the condition of device not all functional testing could be performed. The device was disassembled to inspect internal component and it was found that a post was broken. This indicates that there was excessive force applied during the use while throwing the knife through challenging tissue. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified